Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the contacts on the lead had high impedances. The patient will undergo a revision procedure wherein the ipg will be moved and the splitter and lead will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4). Description: infinion1x16 percutaneous lead kit-50 cm model#: sc-3400-30, serial#: (B)(4). Description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the contacts on the lead had high impedances. The patient will undergo a revision procedure wherein the ipg will be moved and the splitter and lead will be replaced.